Event description:
It was reported that a malfunction alarm was received and the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 340 mg/dl with small ketones. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.